Event description:
The initial reporter stated that the pump "will just stop working". They did not say if the pump alarmed or not. Mmdg did follow up with the initial reporter, who stated that no patient had been involved in the complaint, and that they had no further information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "will just stop working". They did not say if the pump alarmed or not. Mmdg did follow up with the initial reporter, who stated that no patient had been involved in the complaint, and that they had no further information. (B)(4).